Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular lead via merlin.net. Oversensing was noted on a stored egm. Programming changes and dft were recommended. No programming changes were made yet. The patient will continue to be monitored. The patient was stable.